Manufacturer narrative:
The customer found a loose screw fastening the ise sipper nozzle.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 171.1 mmol/l accompanied by a data flag. The sample was repeated twice, resulting in na values of 139.8 mmol/l and 140.3 mmol/l. The sample initially resulted in a k value of 6.63 mmol/l accompanied by a data flag. The sample was repeated twice, resulting in k values of 5.18 mmol/l and 5.18 mmol/l. The na and k electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation determined that the customer maintenance action of correcting the loose screw resolved the issue.